Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2023-38580. It was reported that the patient expired. The cause of death was reported as cardiogenic shock, ventricular tachycardia with pulseless electrical activity, and acute renal failure. There is no known allegation from a health professional that suggests the death was related to the implantable cardioverter defibrillator or the right ventricular lead. Further information was requested but not received.

Manufacturer narrative:
The device was returned due to patient death. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal. No anomalies were found.